Event description:
It was reported that patient could not find ¿line 2¿ on her programmer. It was later clarified that the patient had 2 groups, a and b. The patient reportedly had 2 programs on group a, but the patient saw the manufacturer representative yesterday and now only has 1 program. There was no direct correlation between the reprogramming and the loss of a program. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown: product type programmer; physician product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2007: product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007: product type extension; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2007: product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007: product type extension. (B)(4).

Event description:
Additional information stated the patient received assistance from a manufacturer representative on (B)(6) 2013 and ¿did not have concerns with their device or therapy any longer.¿